Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis. Blood glucose reading was unknown. Customer was hospitalized on (B)(6) 2020 for an undisclosed amount of time. Troubleshooting for the customer¿s high blood glucose was declined. The customer has been off the pump since being discharged from the hospital and is on their back up plan per their doctor¿s advice. The insulin pump will / will not be returned for analysis. The pump will not be returned for analysis. No product is expected to return for analysis.